Event description:
In 2006 a pt was taken back to the operating room for removal of hardware due to a screw backing out of the construct. The initial date of surgery was 2 months prior. The pt underwent a 2 level cervical fusion with graft that was not provided by abbott spine. During the revision surgery 2 months later, it was noted that the graft was partially collapsed so the surgeon removed the two screws. During the removal of one of the screws, the swivel, the locking mechanism, was broken. The surgeon replaced one screw and did not place a screw in the hole where the locking mechanism had broken. No further info is available. During the revision surgery, the sales rep and a abbott spine rep reviewed the x-rays and stated that they showed that the screw on the left side was placed at a 10 degree angle. The screw had backed out approximately 2mm and appeared to be partially locked. The surgeon did not remove the plate to revise the graft during the revision.

Manufacturer narrative:
Product evaluation is pending. This event is associated with product action which was sent to the surgeon and received on 11/16/2006. The notification was to revise the surgical technique and edit the product labeling. This is the first event for this surgeon since the action. Will continue to monitor for add'l events.